Event description:
It was reported that the patient experienced elevated glucose levels after beginning a course of steroid medication for bronchitis. The patient had been taking oral steroids and an additional prescribed medication and was expected to remain on these treatments for several more days. Since starting the steroids, the patient had difficulty maintaining glucose levels, which rose above 400 mg/dl. No ketone testing was performed, and no medical intervention or additional assistance occurred. The patient reported no immediate health effects. During follow-up, the patient stated that glucose levels remained high despite taking an insulin dose earlier in the day. The patient believed the steroid therapy was preventing glucose levels from returning to the target range. The patient was advised to contact their healthcare provider for guidance on how to proceed while on steroid treatment. The patient planned to discontinue use of the device temporarily until consulting with their provider or until the steroid medication had worn off. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.